Event description:
During testing by zoll medical service technician, the device displayed a "defib fault 72" message, and the device would not output pacer current. There was no pt involvement in the reported malfunction.